Event description:
Customer reported that the insulin pump cracked and fell into sewage water when he fell down the stairs of his basement. He stated that there had been a storm and the basement was flooded. He stated that the bottom part of the cover had completely cracked off and that the insulin pump alarmed for a motor error during the manual prime. He reported that all of the cables and wires were visible. The blood glucose reading was 433 mg/dl. Customer treated with a manual injection.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a broken off end cap, minor scratched lcd window, and cracked reservoir tube lip. Unable to confirm the motor error alarm due to broken off end cap. However, the motor was tested outside the device and passed the test. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to broken off end cap. No moisture damage on the motor or electronic assembly noted during visual inspection.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.